Manufacturer narrative:
Manufacturer's report date: 04/02/2014. (B)(4). This report was filed by the manufacturer. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
Customer reported a bulge in the silicone segment of their IV pump set during a normal saline infusion. Pump alarmed "channel error" approximately within 10 minutes of initiation of the infusion at 100ml/1hr. Event occurred in the trauma ICU department. There was no report of patient harm or medical intervention. No further patient/event information is available.